Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.